Manufacturer narrative:
Reported event: the tip of one of the femoral pins broke off when the surgeon was taking them out of the patients bone following a pka case. The issue was detected when the surgeon checked the femoral pin lengths against each other and noticed that one of the 3.2 x 140 pins were shorter than the other. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. The reported device is a 3.2 mm x 140 mm, sterile 2-pack, p/n 143140. The lot number was not reported in the complaint or in the follow-up communication with the sales rep.. Device history review: a review of the device history record could not be completed as a lot number was not reported. Complaint history review: a review could not be completed because the lot number was not provided. Corrective action/preventative action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The tip of the femoral pin broke off when the surgeon was taking them out of the patients bone. Issue was noticed when surgeon checked pin length and noticed that one of the 3.2 x 140 pins were shorter.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The tip of the femoral pin broke off when the surgeon was taking them out of the patients bone. Issue was noticed when surgeon checked pin length and noticed that one of the 3.2 x 140 pins were shorter.